Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Maude event report voluntarily submitted by patient and received from FDA indicates that bilateral patient was revised in 2010 to address severe pain and limited ranged of motion. Patient was revised again 8 weeks later in 2011 to address severe pain, effusion, and possible osteomyelitis. Patient was revised again in 2011 to address pain, elevated cobalt and chromium levels, and various other symptoms suggested to be related to metal-on-metal. Patient mentions a total of 5 revisions, but only provides information for 3 of them.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.